Event description:
It was reported the patient experienced muscle twitching like irritations in the legs a few days after being implanted with the scs system. Consequently, two days later the scs lead was explanted. Reportedly, the irritations disappeared after the removal of the patient's scs lead. The patient was successfully re-implanted five days later without further complications.